Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum pump displays constant downstream occlusion alarms. There was no pt involvement. The issue was found during testing. No further info was provided.